Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient developed an infection at the incision site and was treated with oral antibiotics (date not reported). The implanted device remains.